Event description:
It was reported "class 1 (red) alarms without sound or stopping pumping". Additional information received stated that "there was a s ingle helium loss 2 alarm and the corner switch flashed and the troubleshooting menu came on the screen but there was not an audible alarm. The pump did not stop pumping either. As a result, the pump was exchanged and sent to biomed. There was no report of patient complications, serious injury or death". Patient condition reported as "fine"

Manufacturer narrative:
(B)(4).

Event description:
It was reported "class 1 (red) alarms without sound or stopping pumping". Additional information received stated that "there was a s ingle helium loss 2 alarm and the corner switch flashed and the troubleshooting menu came on the screen but there was not an audible alarm. The pump did not stop pumping either. As a result, the pump was exchanged and sent to biomed. There was no report of patient complications, serious injury or death". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "there was not an audible alarm" is not able to be confirmed. No sample was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.